Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the pegasus yel 24ga x 0.75in prn foreign matter was noticed on the extension tubing during priming. The following information was provided by the initial reporter, translated from (B)(6) to english: it's noticed that foreign matter on the ext tubing during priming.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8325773. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally visual evaluation of the submitted device have determined that the foreign material that was present in the tubing of the device, was a discoloration in the raw material that comprised the extension tubing. We have contacted the supplier and requested a formal investigation into the root cause for this non-conformance.

Event description:
It was reported that before use of the pegasus yel 24ga x 0.75in prn foreign matter was noticed on the extension tubing during priming. The following information was provided by the initial reporter, translated from chinese to english: it's noticed that foreign matter on the ext tubing during priming.